Event description:
An experienced ICU nurse had just started to brush a cooperative patient's teeth using one of the prepackaged replacement toothbrush heads. She said the patient barely bit down and the brush head popped off. It landed on his tongue and she quickly stuck her fingers inside his mouth to fish it out and save it. The failed parts were gathered and returned to a company representative for investigation.